Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. This report is 3 of 4 allegations of insufficient information for complaint classification that had similar event details. Related records: (B)(4).

Event description:
It was reported that an adverse event occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient stated that she had been hospitalized four times for dka and was using the g6 sensor during those episodes. This report is 1 of 4 allegations of insufficient information for complaint classification that had similar event details. While the technician was attempting to ask further questions about what happened, the call was disconnected. Follow-up calls were made on (B)(6) 2025; however, all calls were routed to voicemail. A reach-out email was also sent to request additional information about the hospitalization, but the patient has not yet responded. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The date of event is an approximation. On 06/30/2025, it was reported that the patient stated that she had been hospitalized four times for dka and was using the g6 sensor during those episodes. This report is 3 of 4 allegations of insufficient information for complaint classification that had similar event details. While the technician was attempting to ask further questions about what happened, the call was disconnected. Follow-up calls were made on 06/30/2025, 07/5/2025, 07/6/2025, and 07/7/2025; however, all calls were routed to voicemail. A reach-out email was also sent to request additional information about the hospitalization, but the patient has not yet responded. A review of the performance data indicates that the sensor session was started at 2:19 am on 06/29/2025. The session lasted 1 day and 8 hours and ended when a sensor failed due to high counts aberration at 10:35 am on 06/30/2025. In between the sensor start and the sensor failure the users egvs were above 400 mg/dl for the entire duration. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional/correction. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.